Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product found that the tip was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a juggerstitch was opened for a meniscal repair during an acl/meniscal repair case with the surgeon. The circulator opened the implant casing, the tech grabbed the implant from the casing and passed it to the surgeon, where the he quickly noticed that the metal tip of the implant was broken before inserting it into the joint. Because the implant tip had yet to touch anything, we agreed that it must have broken while being passed off or it was already broken in the box. The box itself was in great condition and showed no signs of being mangled or smashed. Additional information on the reported event is unavailable at this time.